Event description:
A relative of the patient reported the patient expired. The reporter stated the patient was not using the device at the time the patient passed away. The reporter stated the patient was using another unspecified device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.